Event description:
Account called and stated that this bed has no power, no injury reported.

Manufacturer narrative:
Technician found transformer not putting out enough voltage. Technician replaced transformer and power control board to resolve.